Event description:
It was reported that the patient experienced low voltage alarms when connected to the mobile power unit (mpu) at home. The issue did not occur on batteries. The patient attempted to charge their backup system controller on the mpu but was unable to charge it. It was noted that the patient recently had the mpu repaired. The recent repair was reported under MFR # 2916596-2025-01340.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power alarm and charging issue could not be confirmed through this evaluation. It was reported by the patient that atypical low power alarm activated when connected to the mobile power unit, but the issue did not occur while connected to 14v batteries. Also, it was reported the mobile power unit was unable to charge the backup system controller. Attempts were made to obtain additional information from the customer regarding the log files and product return status; however, no additional information was provided. Mobile power unit (B)(6) was unavailable for evaluation. A root cause of the atypical low power alarm and charging issue while connected to the mobile power unit could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes low power alarms. Low power alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use document # 100169835 rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn.